Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 2.50 promus premier stent, it was noted that the stent dismantled and unraveled when it was taken out of the casing. No known patient complications were reported.